Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when device malfunctioned. This report is for an unknown plate: foot/unknown lot. Part and lot number are unknown; UDI number is unknown. Original surgery was in (B)(6) 2016. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4) used for: it was reported that the plate broke postoperatively leading to a removal surgery. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery in (B)(6) 2016 for treatment of an lizfranc ligament rupture with a first, second and third metatarsal fracture. Patient was implanted with two (2) 2.4/2.7mm variable angled -locking condular t-fusion plates at the first and second metatarsal bone position, one (1) 2.4/2.7mm variable angled-locking condular plate at the third metatarsal bone position. Also, a combination of unknown length and quantity of 2.4mm variable angles locking screws and 2.4mm cortex screws. On an unknown date post-operatively, patient presented with a broken plate. Plate was reported to be broken at the third metatarsal middle screw hole plate position. No other implants were reported as broken. On (B)(6) 2018, surgeon removed all implants. No fragments were generated during implant removal. All implants will be returned for evaluation. It is unknown what caused the plate to break. Revision surgery was completed successfully with no time delay. Due to the fact that the bones had healed, no additional hardware was needed. Patient is reported in stable condition. Sales consultant has no more information to report on this event. Concomitant devices: 2.4/2.7mm va-lcp t-fusion pl 2 hole head/short (item #02.211.253, lot number unknown, quantity 1 each), 2.4/2.7mm va-lcp first tmt fusion plate/standard (item #02.211.246, lot number unknown, quantity 1 each), 2.4mm variable angles locking screws (item number unknown, lot number unknown, quantity unknown), 2.4mm cortex screws (item number unknown, lot number unknown, quantity unknown). This report is for one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional device product code: hwc. Device history records review was completed for part# 02.211.253, lot# 6666552. Manufacturing location: (B)(4), manufacturing date: may 10, 2011. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Component parts reviewed: part 02.211m081 lot: 6645501 met specifications. Inspection sheet for final inspection met inspection acceptance criteria. Product development investigation was completed. The received plate was broken at the hole in point 3. Additionally, the plate was bent and had scratches over the entirety of the device. The complaint condition was visually confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the devices were returned broken. Relevant drawing was reviewed. Dimensional analysis was not performed as accurate measurements could not be obtain due to post manufacturing bending. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being bent). The relevant technique guide states precautions to avoid weakening the plate during bending. No new malfunctions were observed during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 2.4/2.7mm va-lcp first tmt fusion plate/standard (part# 02.211.246, lot# 6692306, quantity 1); 2.4/2.7mm va-lcp tmt fusion plate (part# 02.211.266, lot# h135552, quantity 1); cortex screws (part# unknown, lot# unknown, quantity 12); cannulated screw (part# unknown, lot# unknown, quantity 1); variable angled screw (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Patient gender. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.